Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00747 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during a procedure on (B)(6), 2012. Reportedly, the procedure was completed with no complications to the patient, who was over 18 years. Later that day, the patient¿s blood count dropped and a hematoma was discovered on the patient's left side. The physician opined that the placement of the device contributed to this event. The patient remained at the hospital for an extra day and was discharged 2 days after the initial procedure. Reportedly, the patient is in good condition. All other information is unknown and reportedly unavailable.